Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was allegedly unable to stay inflated. It was further reported that the device was removed and another was placed. There was no reported patient injury.

Event description:
It was reported that the balloon was allegedly unable to stay inflated. It was further reported that the device was removed and another was placed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One 20 fr tri-funnel repl gastrostomy feeding tube was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is conclusive for inability of the balloon to remain inflated, as functional testing resulted in fluid leaking out of the port valve after the balloon was inflated. More specifically, the investigation is confirmed for a faulty stem valve, as photos from microscopic visual evaluation and additional photos from follow-up microscopic visual evaluation did confirm that the valve stem was in a rolled over position. The valve stem position was then manipulated such that the top of the valve faced upward. The sample inflation tube was then infused and the valve did not leak fluid. The definitive root cause could not be determined based upon available information. It is likely that the defective valve stem prevented the balloon from staying inflated. However, it is unknown if patient and/or procedural issues contributed to the defective valve stem. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, and contraindications) showed that the product labeling is adequate. Expiry date: jun/2019.